Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. It was explained that this patient started experiencing recurring incontinence 6 months ago. When the physician removed the previous aus, the physician noticed the patient had some urethral atrophy at the sight of the old 3.5 cm cuff. The physician choose a new spot on the urethra for the new cuff placement. The replacement surgery was successful and the desired result was achieved. At this time, no further surgery is needed.